Manufacturer narrative:
It was reported that there was a high blower temperature alarm. The customer confirmed the error code in the significant log. The unit was reported to have been ran in the biomed shop for a few hours after with no issues. It was recommended to replace the blower assembly. The remote service engineer (rse) provided the customer with the part number of the blower assembly. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a high blower temperature alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a high blower temperature alarm. The customer confirmed the error code in the significant log. The unit was reported to have been ran in the biomed shop for a few hours after with no issues. It was recommended to replace the blower assembly. The remote service engineer (rse) provided the customer with the part number of the blower assembly. The investigation is ongoing.